Event description:
Reporter alleged the aviva system generated an error message when attempting to test an unconscious patient's blood glucose levels. Reporter stated when arriving to the hospital, the patient's blood glucose measured hi (greater than 600 mg/dl) based on a different system's result however a lab measurement reported a 79 mmol reading. It was not provided as to whether any actions were taken or treatment was received. A request was made for the return of the suspect device, and replacement product was sent.

Manufacturer narrative:
The event occurred in (B)(6).